Event description:
It was reported that, "while striking broach handle, the trigger broke (locking mech). Taken off field and switched to another handle. Nothing bad occurred, simply switched out handle, no unusual circumstances."

Manufacturer narrative:
Additional information has been requested and if available it will be submitted in the supplemental report.